Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, specifically during test rotation, an image was displayed; however, it was too dark and could not be viewed. It was also noted that it was unknown whether air was removed during preparation and flushing. The procedure was completed with another of the same device. No patient complications were reported.